Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump powers off without user input. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "turned off even when plugged in," which was not reproduced. The reported symptom was confirmed through a review of the event history log. During device investigation, inspection of the backflex was performed. It was found that a component of the charging circuit on the backflex was overheating due to over-current draw from the battery. The rear case assembly containing the backflex was replaced due to the heat damage. (B)(4).